Event description:
Procedure type: hernia. According to the reporter: the mesh was torn during manipulation (before implantation or contact with pt). It seemed the flap was fixed to the rest of the mesh. So by tearing, the flap gave loose. Another device was used. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report sent: 03/24/2010.